Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address elevated cocr levels and other symptoms. Update rec'd 5/30/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain and discomfort. Update 11/24/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pseudotumor, swelling, grinding, increased metal ions (no labs), pain, metal debris, and corrosion on the trunnion. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/22/2014.

Manufacturer narrative:
(B)(4).